Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery, followed by a blank display. The customer stated that, despite having changed the batteries multiple times, he was unable to resolve the issue. He noted that the insulin pump kept alarming low battery. The blood glucose reading was 144 mg/dl. He complained that he had changed the battery, received the motor error, and now the device kept shutting off and turning on intermittently. The blank display did not return upon troubleshoot. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.